Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. Serial number unknown. Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
Customer reported that the unit had error message of over pressure condition. The customer confirmed that the issue was with the unit and not due to blocked tubing. The customer reported there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 26jun2019. Date received by manufacturer: 25jun2019. The customer wanted to send the ventilator to a repair center to be evaluated and repaired. The technical support representative provided the customer with the price for this service. The customer decided not to proceed with the repair so there was no service performed on the ventilator. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.